Event description:
Doctor was inflating the balloon first with a 10cc syringe. He would then stop cock off the balloon and finalize the inflation with a 1cc syringe. The balloon ruptured circumferentially. The doctor successfully snared the distal portion of the balloon from the patient.